Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat multiple elevated blood glucose levels (value not provided). Reportedly, the customer experienced diabetic ketoacidosis. No additional information was provided.